Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer stated when her husband went to insert the sensor, the tabs on the sides broke and the needle would not release.

Manufacturer narrative:
Inspected one opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they inserted a new sensor and was unable to remove the needle. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined for troubleshooting. Sensor will be returned for analysis.